Manufacturer narrative:
Section d4: device expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were numerous consumption peaks/ elevated pump powers on log files. The site reported that this occurred following a gastrointestinal hemorrhage and surgery and anticoagulants were discontinued. Resumption of anticoagulants were in progress. The patient was doing well.